Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 20022821 was reviewed and the product was produced according to product specifications. All information reasonably known as of 05 aug 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that the hospital has had a problem with disconnection of the closed suction catheter. This resulted in cardiorespiratory arrest on hypoxia, deterioration respiratory state, prolongation of hospitalization in intensive care. Per additional information received 17 jul 2020, the patient experienced hypoxia and cardiac arrest and was treated with 2mg adrenalin, fio2 at 100%, curarization and sedation. The patient required two more weeks in the intensive care unit. Per additional information received 20 jul 2020, the hospital reports that the instructions provided with the device are difficult to understand and user training will be performed. Per additional information received 22 jul 2020, the doctor reports that he found the endotracheal tube disconnected from the multi-access port close suction system. After the incident, the actions taken by the hospital were reported as "formations and ICU nurses for supervision." The suction catheter had been attached to a 4 med serres bag with tubing.